Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens and the lens was torn during insertion. The incision was enlarged to remove the lens and a replacement was implanted. Sutures were placed to close the wound.

Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that a haptic was torn off and was missing. There was a clear surgical residue on the lens. Conclusion: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation.